Event description:
It was reported that the anesthesia system shutdown. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated onsite by our field service engineer. The reported failure was not reproduced, no fault was found, the system checkout passed without deviations and no parts were replaced. The device logs were saved and sent for evaluation. No further complaints have been received for the anesthesia workstation involved in the event. The received information from the user facility states that the device may not have been completely turned off, the customer said that the device screen was turned off for 10 seconds and when it came back, it was turned on in standby mode. Evaluation of the logs for the given time of event cannot confirm the reported shutdown. The log shows that a successful system checkout was performed before and after the given time of the event. The treatment period during the given time of event only has a few clinical alarms logged that were generated in the beginning of the treatment and then just before the treatment was ended. The treatment was ended by pressing the end case button and the system was set to standby. A leakage test was successfully performed where after the system was shutdown (a normal shutdown by using the on/off power switch) and then restarted. A new treatment period was started and went on for about 30 minutes and then ended by pressing the end case button again and the system was set to standby. A new system checkout was successfully performed. The technical log has no entry to indicate a technical failure in the system on the given time of event. The conclusion is that there was no unexpected shutdown or indication that the system has made a restart during the given time of event. The logs do not show any indication of a system malfunction. The root cause of the reported event cannot be determined.

Event description:
Manufacturer's reference #: (B)(4).